Event description:
Patient had an existing tracheostomy tube that was requiring very high cuff pressures to seal. The same tube was obtained to replace the tracheostomy tube. When the pilot balloon was inflated to check function, it was noted that the balloon did not inflate equally - one side was significantly more filled with air than the other. Decision not to place this tube in the patient.